Event description:
Intermittent undersensing of very fast ventricular arrhythmia, leading to inappropriate detections. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).